Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 508 mg/dl, 385 mg/dl and 219 mg/dl. No reported symptoms. The customer dosed himself with insulin, based on the 219 mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.